Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side complaint with insufficient information. Healthcare professional later reported rupture diagnosed by MRI. Device has been explanted and replaced with a non-allergan product.

Event description:
Healthcare professional reported left side complaint with insufficient information. Healthcare professional later reported rupture diagnosed by MRI. Device has been explanted. And replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: nick is observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported, left side complaint with insufficient information. Healthcare professional, later reported, rupture. Diagnosed by MRI. Device has been explanted and replaced with a non-allergan product.

Event description:
Healthcare professional reported left side complaint with insufficient information. Healthcare professional later reported rupture diagnosed by MRI. Device has been explanted. And replaced with a non-allergan product.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side complaint with insufficient information. Healthcare professional later reported rupture diagnosed by MRI. Device has been explanted. And replaced with a non-allergan product.